Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 190 mg/dl.